Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle core was difficult to withdraw during use, causing the puncture to fail and require a second one. The catheter was used on a child patient hospitalized for "bronchial pneumonia". The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:00 am on (B)(6) 2019, the child was hospitalized for bronchial pneumonia. The nurse carried out intravenous infusion treatment for the indwelling needle puncture for the children. Because of the difficulty in withdrawing the indwelling needle core, the puncture failed, and the family members were dissatisfied, they were immediately re-puncturing".